Event description:
It was reported that the tcm temperature would not elevate above 15 degrees when attempting to warm during prime. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative cleaned the tcm and the system operated as intended. No parts were replaced. This report is being submitted to the FDA as a result of a retrospective review of product complaints.